Event description:
It was reported to baxter (B)(4) that the reservoir of a folfusor lv 10 device ruptured after filling. The device was filled with cytotoxins at the time of the rupture. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Evaluation summary: the reported condition of a folfusor lv 10 device with a ruptured reservoir was confirmed during product evaluation. This device is a single use device and will not be repaired.